Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a health care professional. Review found narrowing of the joint space consistent with advanced poly wear. Marginal osteolysis along the tibial tray and anterior femoral implants without evidence of implant loosening. Alignment and fit are maintained. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient underwent a left knee revision due to poly wear. There were no surgical delays or complications.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown femoral catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. Unknown patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via the 411 group that a patient is being considered for a revision due to poly wear. Attempts have been made and no further information has been provided.